Manufacturer narrative:
Records indicate this device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received five shocks and was externally defibrillated in the emergency room. It was reported the patient has a left ventricular assist device (lvad) as well as a bi-ventricular implantable cardioverter defibrillator (ICD) along with this s-ICD. T-wave oversensing had previously been observed resulting in inappropriate shocks. Due to the implanted lvad, alternate vector would need to be used which limits reprogramming to eliminate the oversensing. The episodes related to the five delivered shocks were reviewed and low amplitude measurements along with t-wave oversensing was noted, consistent with morphologies seen with lvad cases. No additional adverse patient effects were reported.